Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) inappropriate atrial tachy response (atr) episodes due to atrial sensing signals that were actually cross talk between channels. The atrial blank after ventricular pace was already extended to maximum value, so it was suggested to reprogram entry count for atr episodes. The crt-d remains in service at this time. No adverse patient effects were reported.